Manufacturer narrative:
The reported complaint is not confirmed. The complaint sample is not available for MFR eval; as such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A device history record review was conducted on potential related lots based on sales during a time frame of three months prior to date of occurrence. Review confirmed that there were no deviations or nonconformances during the mfg process. Product labeling, material, and process controls were within spec.

Event description:
It was reported that a pt's blood was clotting in the tubing during hemodialysis treatment. Heparin was administered per standard procedure and there were no issues with access. No alarms occurred on the machine. Blood was returned to the pt, who was set up with new supplies. The pt then completed treatment with no further problems. No adverse reactions occurred on account of the event. The clotting occurred in the arterial chamber. Air bubbles were visible in the arterial chamber and there was air in the line after the arterial chamber but the machine did not alarm. Pt was placed on a new setup and completed treatment successfully, but approx 150 ml of blood was lost in the process. The blood lines were discarded.